Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that patient underwent revision hip surgery, in which a standard liner-head was exchanged for a new mdm liner and head construct.

Manufacturer narrative:
An event regarding dislocation involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient underwent revision hip surgery, in which a standard liner-head was exchanged for a new mdm liner and head construct. Update as per sales: this was a revision for dislocation.